Event description:
During a (lv) left ventricular angiogram, the patient suffered an (lv) left ventricular perforation. Inspection of the product after the injection revealed that no side holes were present in the pigtail catheter. An echocardiogram and a surgical consultation were performed. The patient is currently in stable condition in the (ccu) coronary care unit.